Event description:
Device #1 malfunction: balloon rupture. Time of malfunction: during procedure. Symptoms/ae: none. It was reported that during an angioplasty in the heavily calcified and narrow iliac artery, the fox plus balloon ruptured when inflated to 6 atmospheres. A second fox plus was inserted and also ruptured at 6 atmospheres. The two balloon catheters were removed from the anatomy without difficulty. Dilatation was completed using another fox plus balloon inflated to 3 atmospheres. There was no adverse pt effect. Though requested, no additional info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The device is expected to be returned for evaluation. It has not yet been received. Device #2 fox plus (part #ap14006, lot #610049) is being filed under a separate medwatch mfg report number.